Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding spinal product used for spinal therapy. It was reported that the fixation is not secure. The patient involvement in the event is unknown and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the reported event happened during procedure, hence there is patient involved in the event. Procedure involved in the event was micro endoscopic discectomy (med).

Manufacturer narrative:
H3: product analysis of part# 9560524, lot# my19g001r during inspection, it was observed that the threads of the hand screw were deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.